Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through calcification tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. On the visual evaluation of the device, the probe was bloody with the aperture approximately 90% closed. The proximal retaining cap has glued to the probe, no other damage was noted on the rear housing. On the functional evaluation, the probe was loaded into the in-house driver and calibrated successfully. The probe meets the acceptance level for the vacuum differential test and fails to meet the acceptance level for the maximum vacuum test. Then, the probe was inserted into a piece of beef and around the clock, sampling was performed. The probe underwent aperture opened, sample cut, and sample deposited into the sample tray and obtained six beef samples without any issue. Therefore, the investigation is confirmed for the reported suction issue as the probe fails to meet the requirement of the maximum vacuum test. A definitive root cause for the alleged suction issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 06/2021), (method). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date (06/2021).

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through calcification tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.